Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the device may have experienced premature eri. There was a concern that the battery may be flawed as expected longevity was longer than six years given the patient's pacing dependency, tachy support, and programmed outputs. The device was explanted and replaced. The patient condition is stable.

Manufacturer narrative:
The field event of premature battery depletion was confirmed. Interrogation of the device revealed the device was below eri when received. A longevity calculation was performed and found the battery depleted prematurely. Telemetry, sensing, pacing, lead impedance, high voltage charging, high voltage delivery and high voltage shock impedance were tested, and the device function was normal. No sources of high current were found throughout bench and stress testing. The battery was analyzed by its manufacturer and no anomalies were found. The cause of the premature depletion is undetermined.